Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent escape button response due to moisture damage to the keypad traces. The insulin pump had a cracked display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and that the buttons were unresponsive. The customer removed the battery and replaced it but it did not resolve the issue. The blood glucose reading was 107 mg/dl. The customer reported that the insulin pump was near water but did not get wet. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.